Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by touch contamination during treatment. Based on the available information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis.

Event description:
On 18/feb/2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on an unknown date with a diagnosis of peritonitis and sepsis. The nurse could not provide any information about pd culture to diagnose peritonitis. It was reported the patient receiving antibiotic therapy (details are unknown). The patient remained hospitalized at the time follow-up was performed. No further information about the patient¿s hospital course was available. The nurse could not identify the cause of peritonitis. However, the nurse reported that peritonitis is not suspected to have been caused by product. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Event description:
On 18/feb/2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on an unknown date with a diagnosis of peritonitis and sepsis. The nurse could not provide any information about pd culture to diagnose peritonitis. It was reported the patient receiving antibiotic therapy (details are unknown). The patient remained hospitalized at the time follow-up was performed. No further information about the patient¿s hospital course was available. The nurse could not identify the cause of peritonitis. However, the nurse reported that peritonitis is not suspected to have been caused by product. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.